Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to treat a fracture of the right tibia; was explanted (the nail used was too long and had been driven into the ankle joint) and replaced with a shorter 10mm x 320mm standard sign im nail using two proximal screws and one distal screw.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The initial surgery was performed without a c-arm and the nail used was too long and had been driven into the ankle joint. This showed up later during follow up x-rays. Feedback was given to the attending surgeon about not forcing the advancement of the reamer distally as it is sharp and can ream into the ankle joint. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The first nail was replaced with a 10mm x 320mm, standard nail using two proximal screws and one distal screw. The patient is doing well and is now discharged. Sign fracture care international will continue to monitor these events as part of our post market activities.